Event description:
It was reported that the patient experienced abdominal pain, tenderness and discomfort at the device implantation site. A surgical repositioning of the device was done on (B)(6)-2011. Event outcome was noted as resolved without sequela. Drug delivered via the device was morphine.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted:2011-(B)(6), explanted: unk; catheter passer model:8591-38, lot#: d01846, implanted:2011-08-19, explanted: unk; a plastic hub needle model: 3550ph6, lot#: 11477760, implanted: 2011-(B)(6), explanted: unk; ptm programmer model:8835, serial #:(B)(4).

Manufacturer narrative:
(B)(4).